Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was overheating. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: d5, e2, e3, g2. Additional customer contact phone: (B)(4). A getinge field service engineer (fse) found no alarms or errors stating over heating, replaced exec processor board. Safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.